Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported blue and pink lines across the screen. There was no patient involvement.

Manufacturer narrative:
G4: 06apr2020. B4: 06apr2020. H10: h8: reuse submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03apr2020, b4: 06apr2020. The customer evaluated the device and confirmed the reported problem. The customer replaced the user interface assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.